Event description:
It was reported that during a procedure of the narrow, moderately calcified, heavily tortuous, concentric, 90% stenosed, mid left anterior descending artery, the 3.0 x 33 mm xience prime stent delivery system (sds) met resistance and could not cross the lesion. It was noted that several attempts were made but the sds could not be advanced. The device was removed from the anatomy and a second 3.0 x 33 mm xience prime was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed the proximal hypotube shaft was separated distal to the strain relief tubing. Subsequent information received stated the physician was aware the proximal shaft had separated during the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. A shaft separation/detachment was confirmed. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.